Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained:

Event description:
It was reported that during an unknown procedure, the clip was not closing all the way and also was scissoring. The staff noticed that the body of the applier was warped. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: handles. The analysis results found that the mcm20 device was returned with its body bowed. In an attempt to replicate the reported incident, the device was functionally tested. During the analysis, the instrument was cycled and no clip was fed into the jaws; after several actuations, no clips were fed and the device locked out prematurely. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted; no conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.